Manufacturer narrative:
The patient had several pre-existing conditions that could contribute to potential skin erosion at the site of the implant system (pacemaker+aigis). The patient was diabetic and had rheumatoid arthritis for which he was being treated with potent anti-inflammatory agents (prednisone and methotrexate) which are known to cause "skin thinning". The clinician reported that for this specific patient, the event was probably related to the aigis. The clinician felt the edge of the aigis may have rolled up toward the skin during or after implantation of the aigis device in conjunction with a pacemaker, as during the replacement procedure, the clinician found the surface of the aigis device attached to the overlying skin tissue. Specifically, the clinician found tissue in-growth within the aigis mesh although tissue in-growth in surgical mesh is an expected outcome. The device was not returned and the clinician did not elect to file a complaint. Thus, we do not believe that any additional information will be forthcoming. In the company's opinion, it is possible this event was related to the medical device is described by the implanting physician. However, it is also possible that the event occurred independent of the device for two reasons. First, skin erosion may occur independently of the implant of an aigis device in this patient population. Second, the position of the aigis device relative to its surgical placement is a clinical decision. Because the potential contribution of aigis in this event could not be entirely ruled out, this report is appropriate. No reported injury was caused to the patient during this event, and as reported to the company, the medical procedure did not require overnight hospitalization.

Event description:
The aigis device is polypropylene suture material knitted into a mesh envelope that is coated with an absorbable polymer containing rifampin and minocycline. Aigis is intended to be used as an adjunct to an implanted pacemaker to minimize pacemaker migration and reduce the risk of infection. On july 29, 2009, tyrx was informed that a man who was implanted with a pacemaker+aigis for a generator replacement procedure originally implanted in 2008 and had then undergone a revision procedure about 3 months later to replace the pacemaker + aigis. The patient was reported to be diabetic on immunosuppressant drugs. The primary diagnosis was pain at the implant site. Although there was no erosion, the pacemaker +aigis were removed during revision as a precaution to eliminate the potential for skin erosion external to the implant site of the pacemaker +aigis system. The pacemaker was then repositioned without an aigis device in an uneventful procedure. There was no report of infection. This MDR report is made as it appeared a revision procedure occurred where the role of the aigis device could not be ruled out. The company will continue to monitor any reports of product safety and performance.